Event description:
It was reported that there was a crack around the root of the connection between the tubing and the connector of the groshon catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 5fr dl groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing at the nose of the molded joint. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ varying fracture edge with a bulge in the center an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that there was a crack around the root of the connection between the tubing and the connector of the groshon catheter. There was no reported patient injury. No other information was provided.